Event description:
It was reported that the patient experienced inadequate stimulation of the deep brain stimulation (dbs) system in the upper extremities causing stiffness and limited mobility in the lower extremities and difficulty walking after a fall. High impedances were noted on the device, and the physician stated that the device may have been affected by the fall causing the patients' symptoms. The patient underwent a revision procedure in which the lead extension was replaced.

Manufacturer narrative:
With all the available information, boston scientific concludes that the cause of the patient experiencing inadequate stimulation and undergoing a lead extension replacement procedure could not be confirmed. The device was not returned by the facility, and device analysis could not be done. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the device's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states failure or malfunction of any part of the device, including but not limited to lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not these problems require device removal and/or replacement loss of adequate stimulation and gait difficulty, trouble walking and falls are known risk with the use of deep brain stimulation. Based on all available information, engineers are not able to confirm the root cause of the event. The device was not returned, as such, physical analysis could not be conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint, and the conclusion is cause not established.